Manufacturer narrative:
The insulin pump was received with an audio tone due to moisture damage at the electronic assembly. The motor, battery tube, keypad, and vibrator assemblies were moisture damaged as well. The following cosmetic damage was also found: cracked case at a display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that there was condensation on the inside of her screen and that her pump is not turning on. The patient's blood glucose at the time of incident was 100 mg/dl. The customer stated that the air conditioner was broken and the pump was close to her skin, so she might have sweated on it. The customer was able to turn the pump back on but received a button error alarm. Troubleshooting was initiated for the button error, and the customer was advised that the pump will have to be replaced. The insulin pump was returned for analysis and a replacement device was shipped to the customer.